Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of pulmonary emboli (pe). The indication for the filter placement was reported to be as prophylaxis against further pe prior to an upcoming hip surgery. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately five years and eleven months after the filter implantation, the patient became aware that the filter had tilted and migration. The patient further reported that filter strut(s) had perforated outside the inferior vena cava (ivc). In addition, the patient reported having experienced mental anguish, anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration, tilting and perforation that causes injury and damage to the patient. Per the implant records, the patient was reported to have a history of pulmonary embolus (pe) and the temporary inferior vena cava (ivc) filter was indicated prophylactically to prevent pe. The right groin was prepped and draped in a sterile fashion. Under ultrasound guidance, percutaneous access was achieved in the right common femoral vein and a sheath was placed. A venogram of the right iliac and vena cava was obtained showing no filling defects or stenoses and the vena cava diameter of approximately 18 mm. The optease filter was deployed just below the renal veins with no tilt and full expansion. Completion venogram showed no extravasation of dye and no thrombus. The patient tolerated the procedure well, was taken to the recovery room in good condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and eleven months after the filter implantation. The patient reports ivc perforation, migration and tilting of the filter. The patient further experienced anxiety related to the filter.